Manufacturer narrative:
(B)(4). The previously reported cloudy effluent was verified to be a peritonitis event that was manifested by cloudy effluent. The cause of the peritonitis was not reported. The patient was recovered from the peritonitis, the peritoneal effluent fluid was completely clear, and the patient was doing well. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptom. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the cloudy effluent was not reported. It was reported that the patient was not hospitalized for the event. Treatment rendered for the event was not reported. At the time of this report, the patient outcome of this event was not reported. The action taken with dianeal therapies was not reported. No additional information is available.